Event description:
It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the mid circumflex (cx), and was both calcified and tortuous. The physician predilated the lesion with a 2.00x15mm maverick balloon at 13 atms for 10 secs and again at 13 atms for 10 secs. The physician then advanced the 2.75x16mm liberte over the wire stent to the lesion and deployed it at 10 atms for 10 secs. The balloon was deflated. The physician had difficulty removing the balloon, as it seemed to be "hung up on the stent." It became loose but the physician then had difficulty removing the guide wire; however, it was finally removed. There were no pt complications reported and the pt condition is listed as fine. Further info was requested but was unavailable.